Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. The electrode belt ECG a & b electrode cable was cut. The root cause for cut cable was physical abuse. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.